Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had air bubbles. Customer¿s blood glucose level was unknown. Customer states reservoir filled and connected on and had air bubble. Customer also reported that the reservoir was not connected to the body and not in the insulin pump. Customer states that reservoir connected to the tubing. The reservoir will not be returned for analysis.